Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was not sensing nor capturing and had dislodged. The lead was explanted and replaced. The patient was stable post procedure.